Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)".

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de was unable to deliver medication during use. The following was reported by the initial reporter: "needles not permeable".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de was unable to deliver medication during use. The following was reported by the initial reporter: "needles not permeable".